Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold and decreased r-wave amplitude. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.